Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly tilted, perforated, and migrated. The device was not removed after an attempted but unsuccessful percutaneous removal procedure. The malfunction involved a patient with no impact to the patient. This information was received from one source. The patient was a 50-year-old male, weight was not provided.

Manufacturer narrative:
The sample was not returned for evaluation. The lot number was provided and device history records were reviewed, there was nothing found to indicate there was a manufacturing related cause for this event. The investigation was confirmed for perforation, filter tilt, and filter migration. The root cause has not been determined. The device was labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately two years post filter deployment, CT revealed filter tip at l2 immediately below the renal veins and at least four struts penetrated through the ivc wall in the left anterolateral region. Approximately three years later, x-ray showed ivc filter at l2, tilted towards the right. Approximately, a year later the patient was scheduled for filter retrieval. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and filter migration. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly tilted, perforated, and was unable to be retrieved. The device was not removed after an attempted but unsuccessful percutaneous removal procedure. The malfunction involved a patient with no impact to the patient. This information was received from one source. The patient was a (B)(6) year old male, weight was not provided.